Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient had dislocated hip from primary surgery. Revised the case and put a mdm liner in for more stability.

Manufacturer narrative:
An event regarding dislocation involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. However, patient factors such as obesity could have been a contributing factor. No further investigation for this event is possible at this time as insufficient information was received. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had dislocated hip from primary surgery. Revised the case and put a mdm liner in for more stability.